Event description:
It was reported that the superion indirect decompression (ID) spacer patient did not experience pain relief since date of implant. The patient underwent a procedure where the ID spacer was removed from lumbar 4-5 vertebrae area and a fusion with a competitors device was performed. Physical analysis of the ID spacer was not performed as it was retained by the facility.